Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin pump had off no power alarm. The customer¿s blood glucose was 135 mg/dl. The customer stated that they had not received a low battery alert prior to the off no power alert. The troubleshooting was performed. The customer was advised to insert a new battery. New battery resolved the issue. The customer was advised the insulin pump will need to be replaced and they may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected change or battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. (B)(4).